Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('all the other pain I've had for years has not been here since surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("since surgery only pain I've had was a little soreness from surgery"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain had resolved and the procedural pain outcome was unknown. The reporter considered pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: pelvic pain, procedural pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.